Manufacturer narrative:
An investigation was initiated in response to a customer complaint of obtaining a misidentification result for qc strain of malbranchea filamentous as geotrichum fermentans in association with the vitek® ms instrument (ref.410895). A limited amount of raw data was provided by the customer. Review of this data indicated that the customer's spot preparation technique may be non-optimal. The calibrator "all peaks" values were heterogenous, indicating that the spot preparation was non-optimal or that a new fine tuning was needed. The customer informed biomérieux that they were unable to provide the strain for investigational testing and no additional raw data would be available for analysis. Consequently, no further investigation or root cause analysis could be performed without the additional raw data or the strain for investigational testing. Local customer service (lcs) was instructed to provide the customer with additional training materials to improve spot preparation technique.

Manufacturer narrative:
The device was not returned to the manufacturer.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification result for qc strain of malbranchea filamentous as geotrichum fermentans in association with the vitek® ms instrument (ref.410895). The customer stated the vitek® ms identified the fungus malbranchea filamentous as geotrichum fermentans with a confidence level of 99. The customer confirmed the qc strain was tested as part of a college of american pathologists (cap) proficiency essay and the expected result for this strain was malbranchea filamentous. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. Biomérieux will initiate an internal investigation.